Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain') and pelvic inflammatory disease ('chronic pelvic inflammatory disease') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and fallopian tube enlargement. Concurrent conditions included shoulder pain, anemia, dysfunctional uterine bleeding and inguinal hernia. Concomitant products included hydrocodone, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("dysmenorrhoea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal mensrual bleeding") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding : genital abnormal bleeding"), abdominal pain ("abdominal pain"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and post procedural complication ("post removal complications"). The patient was treated with bupropion hydrochloride (wellbutrin), buspirone and surgery (salpingectomy (unilateral)-right , left tubal fulguration, on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and the last episode of dyspareunia had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, anxiety, the last episode of dysmenorrhoea and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital abnormal bleeding. Discrepancy: plaintiff previously reported essure confirmation test(s) was performed now it is reported plaintiff did not undergo an essure confirmation test. Insertion details: essure sterilization device was placed first to the right fallopian tube, and then to the left. The device did not release correctly, and the first attempt on the left fallopian tube, so, therefore, entire application device was removed and was replaced with a new device, and was placed incorrectly patient was treated for pelvic pain, abdominal pain and genital abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2014: small collection at and around right tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records : pelvic pain concerning the injuries reported in this case, the following one was reported chronic pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New event - post removal complications was added. Event outcome for abdominal pain, genital bleeding was updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain'), pelvic inflammatory disease ('chronic pelvic inflammatory disease') and genital haemorrhage ('bleeding : genital abnormal bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included discomfort and fallopian tube enlargement. Concurrent conditions included shoulder pain, anemia, dysfunctional uterine bleeding and inguinal hernia. Concomitant products included hydrocodone, nsaids since (B)(6) 2012 and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("dysmenorrhoea (cramping)"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ abnormal mensrual bleeding") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (salpingectomy (unilateral)-right , left tubal fulguration, on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia and the last episode of dyspareunia had resolved and the pelvic inflammatory disease, depression, vaginal haemorrhage, anxiety and the last episode of dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, the first episode of dysmenorrhoea, the first episode of dyspareunia, the second episode of dysmenorrhoea and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital abnormal bleeding. Discrepancy: plaintiff previously reported essure confirmation test(s) was performed now it is reported plaintiff did not undergo an essure confirmation test. Insertion details: essure sterilization device was placed first to the right fallopian tube, and then to the left. The device did not release correctly, and the first attempt on the left fallopian tube, so, therefore, entire application device was removed and was replaced with a new device, and was placed incorrectly diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2014: small collection at and around right tube. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: pelvic pain. Concerning the injuries reported in this case, the following one was reported chronic pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. New events-" abnormal bleeding (vaginal, menorrhagia), depression, anxiety, dysmenorrhea, dyspareunia, chronic pelvic inflammatory disease were added", concomitant drugs, concomitant condition reporter¿s information, patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/chronic pain') and genital haemorrhage ('bleeding: genital abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (unilateral), on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, dyspareunia, genital abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. New events-" abdominal pain, dysmenorrhoea, dyspareunia, genital abnormal bleeding, psych injury", reporter¿s information ,patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.